Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during npwt utilizing a renasys touch, the dressing was not compressed, and it was not confirmed that the sponge of in the softport was damaged. There was no delay. There was no patient harm. The treatment was continued with a the back-up device. The canister and softport were discarded and the lot number could not be confirmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.